Event description:
The user facility reported to terumo cardiovascular systems corp that out of box, the locking pins on both sides of the hercules 360 fell out of the device. No pt involvement as this occurred out of box.

Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigaion is complete and more info becomes available. (B)(4).